Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a sore spot at the ipg incision site. The patient was sent for a stat magnetic resonance imaging after the physician lanced and cleaned the spot. It was indicated that the infection was superficial and the cause was not known. The patient was put on antibiotics and underwent an ipg replacement procedure wherein a new pocket was created. The patient was doing well postoperatively and the explanted ipg will not be returned due to hospital policy.